Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: 22feb2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators oxygen concentration was set at 30% and it measured in at 38.7%. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 15mar2019, MFR site : updated contact info, date rec¿d by MFR : 07mar2019. The se replaced the flow sensor assembly to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) on the air flow sensor board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.